Manufacturer narrative:
(B)(4). Date sent: 8/22/2016. Additional information received: on (B)(6) 2016 this patient underwent a gastroscopy where it was noted that there was erosion affecting 85% of the band¿s circumference and a hiatus hernia. The band was removed although it is not clear whether the removed band has been saved for analysis. You will confirm this. On (B)(6) the patient was seen again and further treatment options were discussed, including a sleeve gastrectomy and a gastric balloon. On (B)(6), it was agreed with the patient to proceed with placement gastric balloon, to be carried out after 20th august. You confirmed that prior to this patient¿s primary banding procedure, she was informed of the relevant risks and complications associated with this procedure, and this included all the complications that she has subsequently experienced. As agreed, please: confirm whether the removed band has been correctly preserved and is available for analysis. If so, we will liaise with you to arrange the analysis. Send us a detailed, anonymized summary of all treatment and investigation results for this patient to date.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # 20147992. The lot number of the device was communicated (packaging lot # zkbblw); therefore, a device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Product met specification when released to market.

Event description:
It was reported that after an ethicon velocity adjustable gastric band inserted, ¿the patient concerned had an ethicon velocity adjustable gastric band inserted. The patient wrote to us in (B)(6) of last year with concerns that the band was faulty, and that she had felt no benefits from it since around (B)(6) 2013 with minimal weight loss since this time. In addition, she has also suffered from reflux and continued soreness in her throat. An x-ray performed in (B)(6) 2015 confirmed that the band was leaking. Following discussion with the patient, we arranged for investigations to be performed; and the result of tan ogd performed in (B)(6) confirmed the presence of oesophagitis and hiatus hernia. In addition, there was evidence that the band had completely eroded and was inside the proximal part of the stomach."